Manufacturer narrative:
The padpro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. The suspect device, padpro mfes, are not being returned to conmed corporation for evaluation for they have been discarded by the end-user facility. A DHR/lhr, device history record/lot history record, was not accomplished for the lot number of the device was not made available. A two (2) year review of complaint history shows two (2) other incidents for the entire product family of padpro multi-function-electrodes, for this failure mode of medically treated allergic reaction. The customer complaint is confirmed based on the event description and medical treatment provided to the patient. This appears to be a true skin sensitization (allergic reaction) to the hydrogel and/or adhesive of the device. Conmed corporation has provided the technical data sheet for the padpro mfe to the patient for identification of the ingredients of the padpro device that she, the patient, has shown skin sensitization towards. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device discarded by end-user facility.

Event description:
It was reported by the patient that she, "had to use padpro in the hospital and was very allergic to it. In the first few days she experienced a burning sensation and the rash was spreading up to her throat. She called her heart doctor and he recommended using benadryl cream. That didn't work and patient went to urgent care where she was prescribed steroids. The rash is still red & itchy but it is not as bad. She would like to receive the list of ingredients for this product so that she can stay away from them in the future."